Event description:
The patient was admitted for a procedure on (B)(6) 2009 with a calcified lesion in the superficial femoral artery. The vessel was 6mm in diameter. When trying to deploy a smart control stent in the superficial femoral artery, it did not deploy correctly. The stent bunched up upon deployment. There was no patient injury reported.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.